Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/22/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the load plate cover was torn. The physical damage found during visual inspection is not related to the reported event that the autopulse platform's display was unreadable. The damage appears to have been caused by normal wear and tear (autopulse manufactured in may of 2010). A review of the autopulse platform's archive was performed and showed no issues. Functional testing was performed and the reported issue was confirmed. It was found that the platform's lcd had no backlight. Based on the investigation, the parts identified for replacement were the lcd and the load plate cover. In summary, the reported complaint was confirmed during functional testing. The fault was found to be due to a defective lcd. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform's display was found to be unreadable. No other problems and no physical damage on the platform or display were reported. No patient involvement was reported. No further information was provided.